Manufacturer narrative:
B3: estimated as (B)(6) 2019 as the online published date for the article is noted as (B)(6) 2019. Literature citation: infeld mm, silverman dn, & lustgarten dl. (2019) left atrial appendage closure: a safe and effective alternative to anticoagulation? J innov card rhythm manag. 2019 jan 15;10(1):3486-3493. Doi: 10.19102/icrm.2019.100107.

Event description:
Reported via journal article. It was reported an infection and/or thrombosis occurred. A left atrial appendage (laa) closure procedure was performed and a 30mm watchman laa closure device was successfully implanted. One year post implant, the patient presented with fevers and malaise and was found to have streptococcus mitis bacteremia. A transesophageal echocardiography (tee) scan revealed a 1.8cm x 1.4cm fixed vegetation on the watchman device without evidence of valvular involvement. The vegetation appeared to be a chronic, well-organized thrombus, but clot with superimposed infection could not be excluded. The patient was treated with six weeks of antibiotic therapy and anticoagulation medication was resumed. The patient underwent a repeat tee scan after six weeks, which revealed a persistent 9mm x 6mm vegetation. The patient remained without subjective fevers, chills, or malaise. The patient was continued on anticoagulation and repeat blood cultures were negative. Repeat echocardiogram showed that the echodensities on the device had significantly decreased in size but that new, severely increased gradients across his prosthetic aortic valve were present, without evidence of vegetation. At the time of the article writing (2018), the patient was undergoing evaluation for aortic valve-in-valve replacement.